Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced epidural abscess and vegetation on the pacing leads. The patient presented to the emergency room with altered mental status and had received a vaccine booster with resulting low grade temperature. The implantable pulse generator (ipg) system was explanted, the patient received antibiotic treatment, cultures were taken and the patient was implanted with a replacement ipg system three days after explant. No further patient complications have been reported as a result of this event.